Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-414a-1943: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and metal cap are not aligned; the glass cap is protruding from the metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and red stop sign partially erased. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 2 minutes, ¿direct emission of laser from the beginning¿ was observed. The fiber tip (cap) was not cleaned during the procedure. It was further reported that the fiber was ¿unused.¿ the procedure was completed with a second fiber. There was ¿no injury to patient¿ reported.